Manufacturer narrative:
Isi has not received the prograsp forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noted wrist cable partially broke on a prograsp forceps instrument. This exposed some fibers from that given cable and it would adhere to tissue. The procedure was completed with no reported injury. Intuitive surgical (is) obtained the following additional information regarding this event: the tissue adhering to the instrument was the peritoneum layer. The surgical task performed at the time of the issue was the retraction of the peritoneum to dissect the anterior aspect of the bladder. The instrument was used for less than 30 minutes when the event occurred. The tissue was released by moving away the instrument. No tissue was excised due to the event. No bleeding occurred. The patient did not experience post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.